Event description:
During a shoulder procedure the rd5 titanium anchor broke during insertion. It is unknown whether the site was predrilled, however, the broken portion was removed. A backup device was available, and it was reported that there was no patient injury or coomplications.